Event description:
Prior to placing the alcon (B)(4) 22.5d power implant with healon 10 mg per ml sodium hyaluronate solution, the healon vial was noted to be crystalized. This product was not used on this patient. Note: there were not power outages for either refrigerator in the pyxis or in pharmacy and no other product with the same lot # were noted to be crystalized, but are sequestered. Dates of use: did not use. Diagnosis or reason for use: cataract. Is the product compounded: no. Is the product over-the-counter: no.